Manufacturer narrative:
(B)(4). The field service representative evaluated the unit and was able to confirm the reported incident and isolate it to a faulty main printed circuit board. The carefusion failure analysis lab evaluated the suspect faulty main printed circuit board and was able to reproduce the reported event and isolate it to a faulty transducer. This issue has been addressed through an internal investigation. In the event additional information is received follow-up report will be submitted at that time.

Event description:
The customer stated that during set-up of the vent this unit had a transducer fault. There was no patient involvement at the time of the incident.